Event description:
It was reported that the cannula was inserted correctly but found that it was no longer in the patient's skin after removing the pod and not seeing the cannula and the pink slide not moved forward, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. There was no reported time duration of the pod worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.